Event description:
It was reported that the patient accidentally flung the ilet off the charger, after which the touchscreen became unusable and the device functionality was uncertain; the device will be replaced and is no longer watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component consistent with user-induced damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.